Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer's adc freestyle libre sensor provided a higher reading when compared to a healthcare professional meter. Customer reported receiving a sensor scan result of 24 mmol/l and experiencing a loss of consciousness. Customer had contact with a paramedic and a reading of 1.9 mmol/l was obtained on their meter. It is unknown how much time elapsed between the two comparison results. Customer was diagnosed was treated with "2 glucose gel and 4 glucose tablets". There was no report of death or permanent injury associated with this event.

Event description:
A caregiver reported the customer's adc freestyle libre sensor provided a higher reading when compared to a healthcare professional meter. Customer reported receiving a sensor scan result of 24 mmoll and experiencing a loss of consciousness. Customer had contact with a paramedic and a reading of 1.9 mmol/l was obtained on their meter. It is unknown how much time elapsed between the two comparison results. Customer was diagnosed was treated with "2 glucose gel and 4 glucose tablets". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader is required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.